Manufacturer narrative:
(B)(4). This is a report of a use error, where the patient improperly reconnected to the patient line. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly disconnecting during emergencies. Also, it provides step-by-step instructions for returning to therapy after the emergency disconnect procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique during drain five of five of peritoneal dialysis therapy. The patient improperly reconnected. The technical service representative assisted the caregiver with ending therapy and opening the cassette door. There was no patient injury or medical intervention associated with this event. No additional information is available.